Event description:
The report stated that during laparoscopic hysterectomy, the surgical team was using karl storz reusable ports, which are known to potentially cause harm to flexible insulation. The surgeons were told of potential damage to instrument, but chose to continue using these ports because of prior successes with the device in this type of port. Upon extraction from the port, the insulation was observed to have been removed from the device and had to be retrieved from the pt cavity. There was no harm to the pt and all the insulation was retrieved. A second instrument was opened and used successfully to complete the procedure.

Manufacturer narrative:
Date of initial report: 07/24/2008. To date, the incident sample has not been received for evaluation. If the sample is received or, if additional info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU states: carefully insert and withdraw instruments from cannulas to avoid possible damage to the devices and/or injury to the pt. Trocar cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not insert the instrument directly into a hand-assist port. Damage to the flexible insulation may occur.